Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781 (B)(4). Catheter product ID 8840. (B)(4). Product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that doctors asked the parent of the patient if a side port aspiration and/or programmed bolus had ever been done to consider that the pump is working properly. It was reported that the patient had a dye study done, the results of which were unknown. The consumer reported that the patient was still having ongoing spasms despite the increases in the baclofen pump. The patient was reportedly at their best when they were on under 500mcg a day and 20mg of valium. The patient's current doctors had been weaning them off the valium but had been increasing the baclofen. The pump was currently at 899.7mcg. The pump was recently decreased from 944.0mcg because they thought it was affecting the patient's heart rate (too low). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative. It was reported that the patient was receiving lioresal 2000 mcg/ml, 250 mcg/day at the time of the event. There was symptom return in (B)(6)2017. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The dye rotor study confirmed that the pump was functioning on (B)(6)2017 and the myelogram confirmed that there was intrathecal drug delivery. The hcps decided to replace the catheter after the patient's parents reported a return of spasticity in (B)(6)2017. The hcps decided to target an upper thoracic level for catheter tip placement. The parents also insisted on a new pump. However, the hcps were certain that the explanted pump was performing normally. It was difficult for the hcps to determine the cause of the loss of therapy, but they had no reason to believe it was related to the pump based on interrogation data from each of the patient's refills. In "an effort to appease the patient's parents that all possible measures had been taken," the hcps elected to replace the entire system (pump and catheter). The pump and catheter would not be returned as the customer refused. The issue was resolved at the time of this report. The patient status at the time of this report was "alive - with injury." No further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial#: (B)(4), product type: catheter: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 500 to 2000 mcg/ml baclofen at a dose of 414.4 to 3 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury and spinal cord disease. It was reported that the rep was inquiring if the patient's programming/bridge bolus was done properly at the last refill. The patient's parent thought there may have been difficulty accessing the pump or something happened during the refill. The patient experienced increased spasticity and spasms after the refill. It was reported that the patient was "very, very sick." With blood from their urine, kidney stones previously, and a lot of issues. The patient was hospitalized at a hospital for brain injury patient's. The patient was hospitalized for the issues the weekend of (B)(6) 2017. It was reported the supra pubic catheter may be why there were medical issues for the patient. It was reported the patient was transferred from a clinic to a hospital on (B)(6) 2017 for evaluation of acute illness. The patient was previously discharged from the same hospital on (B)(6) 2017 where the patient was treated for urosepsis and a small bowel obstruction. The clinic filled the patient's pump and interrogated the pump as well as gave the patient a 65 mcg bolus. The patient had been diagnosed with a urinary tract infection. The patient continued to have dystonic events overnight. An eeg was ordered by a healthcare professional (hcp) in neurology. The patient's vitals were normal with occasional tachycardia. It was reported that on (B)(6) 2017 the pump would be interrogated. It was reported the patient's liver enzymes were up. It was reported that on (B)(6) 2017 the patient had an x-ray for their catheter/spine. The "only change was 2000 conc." It was believed there was seizure activity, the heart rate was in the 180s, the systolic blood pressure was in the 150s, the patient was sweating profusely, and "spasms back to back." Since the (B)(6) 2017 refill the spasms gradually got worse to severe. It was reported that the nurse told the patient's parent that the catheter appeared intact and had no kinks however the intrathecal was not well seen. The patient was given ativan the morning of (B)(6) 2017, oral baclofen 20 mg (B)(6) 2017 evening, and also valium at 5 or 10 mg (wasn't sure). The valium knocked out the patient for the night and majority of the day. The patient was also taking keppra 500 mg two times a day. The patient was getting conflicting advice from doctors about taking both the baclofen and valium about keep one or the other since the patient was barely waking up. The patient awoke during the x-ray, and that day was only given valium. The patient had been asleep since 7 pm the previous night. It was reported the patient was probably so tired from all the tensing up the entire week with little to no relief until being hospitalized. The patient's parent believed the pump was ok. It was believed that the error was made during the refill by the hcp where the script was for a refill and an increase but the hcp chose not to do the increase. Instead the hcp had to reconfigure to keep the same dosage but increase the concentration. It reportedly took quite some time to do this. It was reported that a hcp gave a bolus, withdrew, and refilled the baclofen between 3:40 pm and 4:20 pm on the afternoon of (B)(6) 2017. The patient was awake at that time and communicated with eye blinks. On (B)(6) 2017 the hcp told the patient's parent that the catheter had migrated from t10 to t4. It was reported that at first the patient was "so sedated." They cut back on the sedatives and spasms started again so the neurologist increased the keppra because it can help with shakes and tremors. The keppra made the patient drowsy, but they were told the patient would get used to the dosage. The patient was awake for about 6 hours on (B)(6)2017. By 8:30 pm - 9:00 pm the patient legs were kicking up and they started to tense up. The patient was given another dose of keppra and went to sleep. The morning of (B)(6) 2017 the patient was given keppra and valium and was awake for a little bit and then went to sleep. A hcp said the increase is keppra dosage may make it difficult to see what the baclofen is doing. A receptionist at a different hcp office called and stated the catheter was placed in the mid-thoracic region. It was reported that a hcp is requesting a magnetic resonance imaging (MRI) scan. It was reported the doctor said something about possible scar tissue and/or tip is against a nerve. It was reported there was no urinary tract infection and that the patient white blood cell count was 7.5 on (B)(6) 2017. It was reported there was no increase of dose at refill on (B)(6) 2017 just an increase in concentration. It was reported there were supposedly increases before that refill, but the rep could not get information on those. The last printout the rep had before (B)(6) 2017 was from (B)(6) 2017 with an increased they believed. A dye study was performed on (B)(6) 2017 and the catheter aspiration port access was great with nice and easy flow. The roller study performed went well, and the mylogram didn¿t show any issues. The patient was reported to be relaxed and vital signs were within normal limits. No further complications were anticipated/reported.